Event description:
Per the clinic, the patient experienced pain and swelling at the magnet site during an MRI where the cochlear recommended head splint was not used. The patient still had hearing function. The magnet was slightly displaced and only the magnet was replaced on (B)(6), 2022. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on december 13, 2022.